Event description:
The device did not alarm when a pt wnet into ventricular fibrillation while being transported to the hosp. The pt required resuscitation. The customer reported that there was no adverse impact to the pt.